Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported downstream occlusion test failing because it's over occluding, which was reproduced during evaluation. A review of the event history log identified the presence of multiple 'downstream occlusion!' Messages. The cause was determined to be a failed downstream occlusion testing. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion test failing because it was over occluding. The event happened upon check in after baxter repair at the biomed service department. There was no patient involvement. No additional information is available.